Manufacturer narrative:
(B)(4).

Event description:
During knee arthroscopic repair it was reported that the first fastfix 360 was perfectly intact within the meniscus. This was the second piece. The surgeon was trying to place the implant onto the posterior horn of the meniscus. As he tried to anchor the fastfix curved needle onto the meniscus, the first click was ok, after he placed the second port on the meniscus, the whole thread was loose and he pulled it out; 2 implants were intact, which means the repair was unsuccessful. He told (took) out everything and no implants were left on the patient, after which he decided to debride and close the knee. No report of post-operative patient condition is available.